Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the generator logs for the system showed an error in regards to the power supply voltage being out of tolerance. To restore functionality, the voltage was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not complete boot up when being powered on in storage. It was noted the imaging system beeped and x-ray functionality was disabled on the pendant. Rebooting the imaging system restored functionality and the site used the imaging system for the procedure. Following the procedure, the issue recurred when the site powered off the imaging system and restarted it. There was no patient present when this issue was identified. No additional information was provided.